Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was a cracked and there was evidence of corrosion on the battery cap. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/03/2013 with the following findings: evaluation revealed a crack in the battery compartment. There was evidence of corrosion on the battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).